Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had white residue in the air and water channel, and debris in the light guide lens. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the h6 codes and device history review statement. Updated fields: h2, h11. Corrected fields: h6. The h6 codes of the initial was submitted with an influx of codes that was not related to the event. The correction can be seen as shown above. A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Event description:
No additional information received from the customer.